Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading at the time of the event was 134 mg/dl. During troubleshooting, the customer detected that the drive support cap was sticking out. The customer stated that he did not recall pressing the cap while connecting prior to the incident. He was advised to discontinue use of the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.